Manufacturer narrative:
The field service engineer replaced the pump degasser and sampling line assembly. There were no further problems after the repair. Based on the provided data a root cause could not be determined for the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for five patients tested on a cobas 8000 cobas ise module. The initial na results were reported outside the laboratory. The doctor questioned the initial na results and the customer recalibrated na. The customer repeated the patient samples after na calibration. Patient 1's initial na result was 156.7, and the patient's repeat result was 149.8. Patient 2's initial na result was 147.4, and the patient's repeat result was 138.1. Patient 3's initial na result was 153.6, and the patient's repeat result was 143.1. Patient 4's initial na result was 149.8, and the patient's repeat result was 144.3. Patient 5's initial na result was 152.4, and the patient's repeat result was 140.6. The na unit of measurement was requested but not provided. The na electrode lot number and expiration date were requested but not provided.